Manufacturer narrative:
Tech found the hydraulic valve was stuck, causing the slow drift down. Replaced the hydraulic valve to resolve this issue. Bed found in basement.

Event description:
Info received that the head was slowly drifting down. No injury reported.